Manufacturer narrative:
Evaluation summary: the sheath and stylette were returned with the device. The distal tapered portion of the sheath was pulled distally over the loop of the stylette. The stent was positioned on the balloon between the marker bands as per specifications. There was no deformation to the stent wraps. There was deformation to the distal tip. The hypotube was kinked in numerous places.

Event description:
It was reported that the physician was attempting to use two resolute integrity rx drug eluting stents to treat a moderately calcified and tortuous rca lesion exhibiting 100% stenosis. No issues were noted to the packaging of both devices. No issues were encountered when removing the devices from the hoop / tray. Both devices were inspected with no issues noted. Negative prep was not performed on either device. The lesion was pre-dilated with three different balloons. It was reported that the physician attempted to deliver the first resolute integrity but the device would not cross so the physician withdrew the stent. The physician then attempted to deliver the second resolute integrity but it also failed to cross the target lesion. While attempting to deliver the two resolute integrity stents that failed to cross, resistance was encountered. Neither device passed through a previously deployed stent. It was reported that a dissection was noted in the rca. The physician commented that the event was due to use of the device in difficult les ion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was sent for bypass surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.